Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos and 1 video submitted for evaluation. The reported issue of leakage other was confirmed upon inspection of the photos and video. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 2266802 (catalog 303064).

Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle experienced leakage. 1of 2 related files. The following information was provided by the initial reporter: leakage in 303064 bd 10 ml luer-lock syringe with needle - while using in cath lab during aspiration with die "omnipaque- 350" ( iohexol injection).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle experienced leakage. 1of 2 related files. The following information was provided by the initial reporter: leakage in 303064 bd 10 ml luer-lock syringe with needle - while using in cath lab during aspiration with die "omnipaque- 350" (iohexol injection).